Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified a broken shell and others, underweight and missing a piece of shell (0-25%). A microscopic analysis was performed which identified two broken sharp on the posterior and wear abrasion. Based on the device analysis the final assessment is: two sharp broken on the posterior assessed as unidentified (tear) opening. Missing shell due to inconclusive.

Event description:
Healthcare professional reported a right side rupture. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling. The reason for reoperation was/is rupture.

Event description:
Healthcare professional reported a right side rupture. Device has been explanted.